Event description:
The customer reported the ventilator went vent inop due to an exhalation motor error. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the biomedical engineer evaluate the exhalation motor controller board for the reported problem. The biomedical engineer reported the exhalation motor controller pcb board was replaced to resolve the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.